Manufacturer narrative:
As calibration and qc were acceptable, both a reagent and instrument issue can be excluded. The patient's medications are unlikely to be interfering with the assay. Based on the investigation results, it was determined there was an unknown interferent in the sample. Product labeling addresses possible interferences: "there is the possibility that other substances and/or factors may interfere with the test and cause unreliable results. As with many mouse monoclonal antibody-based immunoassays, this assay may experience interference with samples containing human anti-mouse antibodies (hama). Samples suspected of containing hama (e.g., from patients with history of mouse monoclonal antibody exposure) should be tested by an alternate method. In very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." A product problem was not identified.

Manufacturer narrative:
This event occurred in (B)(6). The customer's qc data was acceptable. Per product labeling, the recommended dilution factor is 1:2. The investigation is ongoing.

Event description:
The initial reporter received questionable dig digoxin results for one patient tested on a cobas 6000 c (501) module serial number (B)(4). It was requested but not provided if the initial results were reported outside the laboratory. The customer collected three patient samples at different times for testing. The customer also used an abbott analyzer for further confirmation. The customer determined the abbott results were correct. Refer to the attachment on the medwatch for all patient data.